Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that leakage was found after inserting the device into the patient. It was immediately removed and another one was inserted. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Investigation of the complaint samples investigation of the complaint sample received from the hospital mentioned below. Visually the products were checked for label information to confirm whether these products manufactured by teleflex, puducheny. The complaint sample have been disinfected with 0.5% chlorine solution and dried in hot air oven for 30minutes on 16feb2018. The received complaint sample on 17feb2018 tested for inflation, deflation and leak test by inflating with required volume of air and kept for 30mlnutes. Then the sample was inflated with required volume of water and observed for 14 days. No leak noticed during investigation. Conclusion: received sample investigated and tested, found meeting the specifications for the intended use of the device. Therefore, we could not establish the root cause related to manufacturing. On further investigation of the complaint sample for 14 days immersion test at 37 c 2 c, no balloon leak noticed and the product meets the functional requirements as per en 1618. This nature of issue might be due to inappropriate use at the user end. 100% inspection has been performed to confirm the other remarks: leak of latex foley balloon catheters for 30minutes after assembling of valve and sleeve and is ensured by qa sampling inspection before further processing. Since, this is an important issue, we take adequate care in manufacturing. Therefore, all employees were informed about this complaint and the impact on the patient.

Event description:
It was reported that leakage was found after inserting the device into the patient. It was immediately removed and another one was inserted. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no sample returned for investigation therefore investigation was based on current production samples. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
It was reported that leakage was found after inserting the device into the patient. It was immediately removed and another one was inserted. There was no patient injury.